Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('cant find one of my coil on ultrasound') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("lower back pain-left side hurts"), alopecia ("hair loss") and tooth loss ("tooth loss"). Essure treatment was not changed. At the time of the report, the device dislocation, back pain, alopecia and tooth loss outcome was unknown. The reporter considered alopecia, back pain, device dislocation and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added: "hair loss and tooth loss", new reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('cant find one of my coil on ultrasound') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("lower back pain-left side hurts"), alopecia ("hair loss") and tooth loss ("tooth loss"). Essure treatment was not changed. At the time of the report, the device dislocation, back pain, alopecia and tooth loss outcome was unknown. The reporter considered alopecia, back pain, device dislocation and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('cant find one of my coil on ultrasound') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and back pain ("lower back pain-left side hurts"). Essure treatment was not changed. At the time of the report, the device dislocation and back pain outcome was unknown. The reporter considered back pain and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.